Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device would intermittently become unresponsive when attempting to change therapies. The reporter advised that the issue began in mid-october 2023 but could not report a specific date of event. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.